Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)\menstruation 2-3 weeks out of month') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included pelvic pain and fever. Previously administered products included for an unreported indication: mirena from 2011 to 2014 and nuvaring from 2007 to 2009. Concurrent conditions included depression aggravated and obesity. Concomitant products included memantine hydrochloride (condomania). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced dizziness ("dizziness"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea(cramping)/ menstrual pain") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced uterine pain ("uterine pain"), adnexa uteri pain ("ovarian pain"), arthralgia ("knee/hips/finger joint/elbow pain") and bone pain ("collar bone/chest bone pain"). In 2016, the patient experienced fibromyalgia ("fibromyalgia") and migraine ("migraines / headaches"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), acne ("acne/ increased acne"), hirsutism ("increased hair growth on chin"), headache ("headaches "), agitation ("highs and lows with agitation"), depression ("psych injury/depression increased"), pelvic pain ("pelvic pain"), dermatitis allergic ("rashes or skin condition"), feeling abnormal ("foggy mind not being able to remember what I was thinking or saying") and contusion ("my one belly buttun bruising") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, adnexa uteri pain, vaginal haemorrhage, fibromyalgia, agitation, dermatitis allergic and contusion outcome was unknown, the uterine pain, arthralgia, bone pain and depression was resolving and the abdominal pain, acne, hirsutism, headache, dizziness, fatigue, weight increased, dysmenorrhoea, pelvic pain, migraine, feeling abnormal and hormone level abnormal had resolved. The reporter considered abdominal pain, acne, adnexa uteri pain, agitation, arthralgia, bone pain, contusion, depression, dermatitis allergic, dizziness, dysmenorrhoea, fatigue, feeling abnormal, fibromyalgia, headache, hirsutism, hormone level abnormal, menorrhagia, migraine, pelvic pain, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿ fibromyalgia , feeling abnormal, fatigue, hirsutism, acne, migraine, weight gain, dizziness diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: vaginal bleeding quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-mar-2020: social media received. Event brusing is added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)\menstruation 2-3 weeks out of month') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included pelvic pain and fever. Previously administered products included for an unreported indication: mirena from 2011 to 2014 and nuvaring from 2007 to 2009. Concurrent conditions included depression aggravated. Concomitant products included memantine hydrochloride (condomania). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced dizziness ("dizziness"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea(cramping)/ menstrual pain") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced uterine pain ("uterine pain"), adnexa uteri pain ("ovarian pain"), arthralgia ("knee/hips/finger joint/elbow pain") and bone pain ("collar bone/chest bone pain"). In 2016, the patient experienced fibromyalgia ("fibromyalgia") and migraine ("migraines / headaches"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), acne ("acne/ increased acne"), hirsutism ("increased hair growth on chin"), headache ("headaches "), agitation ("highs and lows with agitation"), depression ("psych injury/depression increased"), pelvic pain ("pelvic pain"), dermatitis allergic ("rashes or skin condition") and feeling abnormal ("foggy mind not being able to remember what I was thinking or saying") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, adnexa uteri pain, vaginal haemorrhage, fibromyalgia, agitation and dermatitis allergic outcome was unknown, the uterine pain, arthralgia, bone pain and depression was resolving and the abdominal pain, acne, hirsutism, headache, dizziness, fatigue, weight increased, dysmenorrhoea, pelvic pain, migraine, feeling abnormal and hormone level abnormal had resolved. The reporter considered abdominal pain, acne, adnexa uteri pain, agitation, arthralgia, bone pain, depression, dermatitis allergic, dizziness, dysmenorrhoea, fatigue, feeling abnormal, fibromyalgia, headache, hirsutism, hormone level abnormal, menorrhagia, migraine, pelvic pain, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for events fibromyalgia , feeling abnormal, fatigue, hirsutism, acne, migraine, weight gain, dizziness. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received new events pelvic pain, abdominal pain, rashes or skin condition, headaches, foggy mind not being able to remember what I was thinking or saying, hormonal changes were added. Outcome of dysmenorrhoea, fatigue, hirsutism, acne, migraine, weight gain, dizziness updated to recovered / resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)\menstruation 2-3 weeks out of month') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included pelvic pain and fever. Previously administered products included for an unreported indication: mirena from 2011 to 2014 and nuvaring from 2007 to 2009. Concurrent conditions included depression aggravated. Concomitant products included memantine hydrochloride (condomania). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)/ menstrual pain"), dizziness ("dizziness") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced uterine pain ("uterine pain"), adnexa uteri pain ("ovarian pain"), arthralgia ("knee/hips/finger joint/elbow pain") and bone pain ("collar bone/chest bone pain"). In 2016, the patient experienced fibromyalgia ("fibromyalgia") and migraine ("migraines / headaches"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), acne ("acne"), hirsutism ("increased hair growth on chin"), agitation ("highs and lows with agitation") and depression ("depression increased"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, adnexa uteri pain, vaginal haemorrhage, acne, hirsutism, fibromyalgia, dizziness and weight increased outcome was unknown and the uterine pain, dysmenorrhoea, arthralgia, bone pain, migraine, fatigue and depression was resolving. The reporter considered acne, adnexa uteri pain, agitation, arthralgia, bone pain, depression, dizziness, dysmenorrhoea, fatigue, fibromyalgia, hirsutism, menorrhagia, migraine, uterine pain, vaginal haemorrhage and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received- event injury to herself removed and new events highs and lows with agitation, acne, increased hair growth on chin, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression increased, fibromyalgia, migraines / headaches, dizziness, dysmenorrhea(cramping)/ menstrual pain, fatigue, weight gain, uterine pain, ovarian pain, knee/ hips/joint/elbow pain, collar bone/chest bone pain and she did not underwent essure confirmation test were added. Reporter and patient demography added. Medical history, and concomitant drug was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.